Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation test concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon resection, there was an error code 6. Opened another device to complete the case. There was no patient consequence.